Manufacturer narrative:
Per the clinic, it was reported that the skin overgrowth at the implant site had resulted in recurrent infections at the implant site. The infections have subsequently resolved with treatment of a topical ointment (type, date and duration not reported). This report is submitted october 10, 2019.

Manufacturer narrative:
This report is submitted on september 2, 2019.

Event description:
Per the clinic, the patient developed skin overgrowth at the implant site and was subsequently treated with topical steroids. The implanted device remains insitu.